Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that a loss of prime event had occurred 3 or more times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 02/05/2016. Device evaluation: the pump has been returned to animas and evaluated on 02/01/2016 with the following findings: there was no evidence of loss of prime warnings found in the device's black box. The pump was exercised for 24 hours with no loss of prime issues occurring. The force sensor was found to be out of calibration. The force sensor resistance was checked and was within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The patient refused to return the pump to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.